Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. The monitoring voltage was 2.47v. The devicse is currently programmed to 2.4v at 0.4ms at a rate of 60ppm. The patient is in atrial fibrillation and is paced 100%. Pacing impedance measurements are normal. This device is part of the avt latching population (6/17/2005).